Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument would not close clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event occurred when the customer was trying to close a clip during procedure while attempting to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip) as the surgeon was unable to close the clip on a vessel, and retried multiple times with no resolution of the issue. There was an issue related to the clip opening after closure of the clip. The issue was resolved by using a 2nd clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to the customer reported complaint was also identified: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.